Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device found that the balloon was torn longitudinally, which does not confirm the reported event of the balloon bursting. The catheter of the device was carefully inspected and no damages were found. Microscopic analysis was performed which confirmed the balloon was torn longitudinally. This failure is likely due to factors encountered during the procedure, such as handling and manipulation of the device, the technique used by the physician, and/or the interaction between the device with the scope during advancement of the balloon, resulting to the reported event of balloon burst causing laceration during the procedure. Regarding the hemorrhage reported in the complaint this is known potential adverse event related with the use of the device and are noted within the IFU. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a cardia sphincter dilatation procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon burst when inflated to 8 atm which caused minor lacerations and minor bleeding to the esophageal and cardia lining of the patient. Reportedly, the patient injuries were controlled during the procedure and does not requires medical or surgical interventions. The procedure was completed with another cre pro wireguided dilatation balloon. A photo sent by the customer confirmed the balloon bursting. The patient had fully recovered and was stable by the end of the procedure.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a cardia sphincter dilatation procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon burst when inflated to 8 atm which caused minor lacerations and minor bleeding to the esophageal and cardia lining of the patient. Reportedly, the patient injuries were controlled during the procedure and does not requires medical or surgical interventions. The procedure was completed with another cre pro wireguided dilatation balloon. A photo sent by the customer confirmed the balloon bursting. The patient had fully recovered and was stable by the end of the procedure.